Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
H6 codes: correction.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. According to the patient¿s parent, on (B)(6) 2025, the pediatric patient¿s blood glucose (bg) levels were high (no specific value reported), and they had difficulty establishing a connection to the pod and sensor. The mother reported that because the sensor was on the wrong side (unclear whether sensor and pod were in line of sight) and the patient was lying on it at times, the pod would lose communication from time to time , the pod had a connection with the sensor but was unable to receive a valid sensor value due to the sensor aberration. The patient experienced vomiting, headache, blue lips, became pale, and had hyperglycemia. The patient was taken to the emergency room (ER) where they stayed for 2 hours and was then transferred by ambulance to the diabetes center where they stayed for 5 to 6 days and received new insulin therapy settings and was treated with intravenous insulin and fluids. At the time of report, the patient¿s condition was unspecified. A review of performance data shows that the patient's always sound feature and high alert were both disabled at the time of the incident. Her no readings alert was enabled and was set to trigger after 20 minutes of continuous sensor error. Data investigation shows that the patient¿s estimated glucose values began rising on the night of december 02, 2025, exceeding 250 mg/dl around 10:30 pm and steadily climbing until the cgm entered a period of sensor error at 11:51 pm. At 12:07 am on december 03, 2025, the app delivered a no readings alert at partial volume. The app continued to deliver no readings alerts at partial volume every five minutes until 12:37 am, at which point the patient¿s readings returned with an egv of 296 mg/dl. The patient entered another period of sensor error at 12:42 am, and at 12:57 am, the app delivered a no readings alert at partial volume. The app delivered two additional no readings alerts at partial volume at 1:02 am and 1:07 am. At 1:12 am, the patient¿s readings returned with an egv of high (greater than 400 mg/dl). The patient¿s egvs straddled the high threshold for the next half hour or so, and at 1:47 am another period of sensor error began. At 2:02 am, the app delivered a no readings alert at partial volume.the patient¿s readings returned from 2:07 am to 4:27 am, and during this time her egvs ranged from 359 mg/dl to high (greater than 400 mg/dl). The patient entered another period of sensor error at 4:32 am. Her readings returned at 4:47 am with an egv of high (greater than 400 mg/dl). The readings stayed around high for the next 15 minutes or so, and from 5:07 am to 5:22 am she experienced another period of sensor error. When her readings returned at 5:22 am, her egv read high (greater than 400 mg/dl).the patient entered another period of sensor error at 5:27 am, and at 5:42 am, the app delivered a no readings alert at partial volume. The app continued to deliver no readings alerts at partial volume every five minutes until 5:53 am, at which point the no readings alert was finally acknowledged. The sensor error continued until the patient¿s readings returned at 6:42 am with an egv of 176 mg/dl. The sensor error resumed immediately thereafter, and the patient experienced intermittent sensor error and elevated readings (though not reaching high) for the next few hours until the patient¿s readings stabilized around noon that day.the reported complaint of sensor error is confirmed and was determined to be a contributing factor to the incident. However, the root cause of the hyperglycemic event was determined to be use error as the patient¿s high alert was disabled at the time of the event, preventing her from receiving any high alerts on the alleged incident date. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).